Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were implanted the day of the report and after implanted they started to pee a lot. On the way home they stopped at a restaurant and used the restroom. They got home and they could not pee. They reported they had a lot of pressure and pain and they penetrated themselves with their finger to help themselves pee. They called the healthcare provider and they were told to turn the ins off for relief. They turned it off about 10 minutes prior and they felt a little bit of relief, but not much. They were sitting on the toilet at the time of the report and feeling a lot of pressure. They were wondering how long to leave the ins off and when the pressure would go away. It was verified that stimulation was off. They were redirected to their healthcare provider. No further complications were reported or anticipated.